Event description:
The physician advanced the x-sizer three times, and with each advancement the stall alarm sounded. After the third advancement, the pt's hemo dynamic became unstable and the pt complained of chest pain. The physician noted a perforation of the target vessel. Bleeding into the pericardium and cardia tamponade. A perfusion balloon and a 3.0x30mm taxus stent was placed to resolve the perforation, this was unsuccessful, and the pt went to surgery.